Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, smart remote manager lock failed and could not be recovered. The machine had been rebooted several times. Although a failed hardware icon appeared on the screen, no options were available under recover storage space for recovering the failed fridge lock. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 17-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer fse assisted user to manually opened the refrigerator with the device powered on and logged into the medstation application. This allowed the recovery option to appear in the recovery storage space field. From there, user successfully completed the device recovery, and the unit returned to normal operation. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.